Event description:
End user states the bus he was riding on stopped suddenly to avoid an accident. End-user alleges that during the incident, he had not been strapped down by the driver and to prevent from falling he attempted to grab on to the joystick and headrest. End-user states the joystick and headrest are bent due to this incident and the chair is no longer working. Medical attention was sought.

Manufacturer narrative:
End-user states he was being provided a ride from a government funded transit at the time of the incident. End-user stated the driver was running late and speeding when he suddenly slammed on the brakes to prevent from hitting the car in front of him. End-user alleges that during the incident, he had not been strapped down by the driver and to prevent from falling, he attempted to grab on to the joystick and headrest to prevent from falling. End-user states the joystick and headrest is bent due to the incident. End-user stated that the driver continued to proceed to the consumer's home where end-user was advised to contact emergency services. End-user stated while in hospital, he was provided with an x-ray of his l-arm and back and they advised him there were no breaks but referred him to his doctor for an MRI.